Manufacturer narrative:
Event date: exact date unknown, event occurred three months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. The patient underwent a procedure wherein the ipg was explanted and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.